Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was only marking every other beat. Boston scientific technical services (ts) was contacted, and ts discussed the signal being discarded as noise or double detection. The field representative saw the issue resolve itself and decided to monitor the situation. The s-ICD and electrode remain in service. No adverse patient effects were reported. The device was explanted and replace 26 months later, due to normal battery depletion. There were no further reports of undersensing while the device was implanted. The explanted device was returned for analysis.